Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection of the device found the helix stretched out of specification. The helix elongation is consistent with having occurred during procedure/explant damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Device was able to interrogate throughout the whole analysis.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection of the device found the outer and inner helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. DHR review was performed and the device passed all tests prior to its distribution. Device was able to interrogate throughout the whole analysis.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) failed to interrogate during initial implant. Troubleshooting, including using a different programmer and link were attempted. Switching out the lp solved the issue. Patient was stable.